Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic with damage to their modular cable. The ventricular assist device (vad) coordinator grabbed the backup system controller to exchange to new modular cable. The new modular cable would not engage with the backup controller. Two clinicians attempted to insert the modular cable into the controller and were unable to engage the cable into the connection. The backup controller was stored in the carry case as instructed since implant and never used per the patient and vad team. The system controller was then exchanged.

Manufacturer narrative:
User facility report: (B)(4) was received on 13mar2025.

Event description:
It was further reported through user facility report that the healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable was submitted for evaluation. The modular cable was not returned for analysis, and no log files were submitted. The difficulty inserting the driveline was found to be due to an issue with the returned system controller (see manufacturer report number 2916596-2024-04331) and is not related to this modular cable. The device history records for the modular cable were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 2 entitled ¿system operations¿ instructs users how to properly connect the driveline to the system controller. Heartmate 3 patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. D) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.